Event description:
It was reported the device was used during a colon resection and low anterior resection. It was reported the surgeon used the ecs to complete the anastomosis. Upon testing the anastomosis it was found to be leaking. The surgeon reinforced the staple line with sutures.